Manufacturer narrative:
H6: medical device problem code 1494 clarifier- incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a vertebral artery with 80% stenosis. The 4.0x15mm herculink elite stent delivery system (sds) was advanced however failed to cross the lesion after several attempts. The sds was removed from the anatomy and the stent dislodged. The procedure was completed using another herculink elite. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the herculink may have interacted with the 80% stenosed lesion during advancement, causing the reported failure to advance, observed material deformation, bunched inner member and balloon. Further interaction with the challenging anatomy while attempting to remove the device may have contributed to the reported stent dislodgement outside the anatomy; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.